Event description:
It was reported that the patient experienced a low blood glucose while using a g7 cgm in conjunction with therapy, with the lowest cgm value of 57 mg/dl for approximately 15 minutes; the patient treated with oral carbohydrates (juice) and subsequently returned to 117 mg/dl, and the patient was unsure if a new medication contributed. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention, and serious injury/ illness/ impairment due to treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.